Manufacturer narrative:
Vyaire medical file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Results of investigation: the vyaire service center received the user interface module (uim) for evaluation and repair. The service center performed the touchscreen display calibration and a two hour device runtime. The service center was not able to duplicate the reported event by the customer therefore no component/assembly failure was performed. The vyaire failure analysis lab (fa) evaluated the user interface module (uim) and concurred with the service group assessment. No failures were detected with the suspect component.

Event description:
The customer stated the screen on this avea ventilator does not respond to touch commands on startup. The customer stated that this unit was not on a patient.